Event description:
It was reported that while interrogating a device the programmer displayed an error and locked up. Another programmer was used to complete the case. Service disk to be run in order to clear the error. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.